Event description:
Medtronic received information that a retrospective study was performed to examine the long-term results following mitral valve repair with implantation of an annuloplasty flexible ring. The study assessed 226 patients who underwent mitral valve repair for significant mitral regurgitation between september 1994 and march 2003. The patient population was predominantly male with a mean age of 56.7 years. Over a mean follow-up of 10.6 years, there were a total of three early deaths and 25 late deaths. The three early deaths occurred at the hospital, and were caused by low output syndrome (n=2) and ischemic colitis (n=1). Of the 25 late deaths, 11 deaths were classified as non-cardiac causes (carcinoma (n=7), pneumonia (n=3), and renal failure (n=1)), 11 deaths were classified as cardiac causes (arrhythmia (n=1), myocardial infarction (n=1), cerebral infarction (n=5), and cerebral bleeding (n=4)), and three deaths were of unknown causes. During the study there were eight reoperations for mitral valve replacement due to: mitral regurgitation recurrence caused by recurrent leaflet prolapse (n=2) and leaflet sclerosis (n=1), hemolysis caused by residual mitral regurgitation (n=1) and leaflet prolapse (n=1), mitral stenosis due to leaflet calcification (n=1), infective endocarditis (n=1), and an unknown cause (n=1). Of the eight reoperations, five valves were repaired, and three were replaced. Other adverse events included 27 thromboembolic complications (five of which resulted in fatalistic strokes, and 15 of which had atrial fibrillation treated medicinally), and 19 recurrences of significant mitral regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
The products were not returned to medtronic. (B)(4). Title: long-term outcomes of mitral valve repair with the duran flexible ring authors: hideo kanemitsu, m.d., yukikatsu okada, m.d., yoshito sakon, m.d.,yasunobu konishi, m.d., ken nakamura, m.d., naoto fukunaga, m.d., yoshiaki saji, m.d., and tadaaki koyama, m.d. Journal: journal of cardiac surgery 2015;xx:1¿5 doi: 10.1111/jocs.12522.

Manufacturer narrative:
Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation(s). Without product serial number(s) no device history records could be pulled for review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.